Event description:
On (B)(6) 2014 at the (B)(6) it was reported that 3 hours after a patient was placed on ECMO support there was leakage of blood from the gas outlet of the be-01970311-pls#d quadrox-I oxygenator from lot number 70098766. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was leak tested using water at a pressure of 1.5 bar and the leakage at the gas outlet was confirmed. An on-going investigation into this issue has determined that identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pretreatment to ensure that the proper surface tension is present on the entire length of the fibers. (B)(4).